Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reasons for reoperation are leaking and pain.

Event description:
Patient reported left side "leaking and pain". Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported left side deflation and "leaking and pain". Healthcare professional reported "deflation". Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data. Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed an opening assessed as an unidentified (tear) opening. (Shell thickness within to spec). Additional observations: crease fold observed on the device. Wear abrasion observed on the device. Black particles observed in the fill channel. Yellow particles observed inner device.

Event description:
Patient reported left side deflation and "leaking and pain". Healthcare professional reported "deflation". Device has been explanted and replaced.